Event description:
The customer reported that a paced pt was exhibiting ventricular premature beats which were superseded by ventricular tachycardia which was reset. The pt never recovered from asystole. The alarm review also shows "pacer not capt" and "relearn." The pt's death was not directly caused by the equipment.